Manufacturer narrative:
Submit date: 10/12/2016. An investigation of kangaroo joey was performed for the reported condition of; unit infuses 21% more during testing. The unit was triaged and the complaint was confirmed. The reported condition was due to failure of the unit¿s sensor; the sensor was replaced to correct the issue. The unit was then tested and recertified; unit passed all testing. Kangaroo joey was manufactured in 2009. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 04/19/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit infuses 21 % more during testing. There was no patient involvement.